Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) addease binary connector attached to drug vial and pab bag, and one (1) photograph were provided for evaluation. Upon visual inspection of the photograph, a greyish foreign material was observed adjacent to the plunger. Additionally, upon receiving the sample, which was already assembled and activated, visual evaluation was conducted, revealing grey foreign matter inside the vial. Further assessment was performed by detaching the connector from the vial, which revealed that the vial stopper had a cut. The foreign matter identified inside the vial was attributed to this cut in the vial stopper. Based on the investigation findings, the reported defect was not confirmed to be a manufacturing-related defect. The presence of the foreign matter inside the vial was determined to be a result of damage to the vial stopper caused by excessive force during spiking. This damage generated particulate material from the stopper, which migrated into the vial. The issue was not attributed to a manufacturing defect but rather to improper technique during assembly. As outlined in the product's instructions for use (IFU), proper spiking technique is critical: "center addease spike inside the target of the medication vial and push straight down until addease latches firmly onto vial. To avoid potential for particulate matter or leakage, use a straight and continuous motion. Avoid excessive force." Improper alignment or excessive force during spiking can compromise the stopper integrity, resulting in particulate contamination. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
According to the complainant: on the right side of the plug there is also a gray element that was attached to it.